Manufacturer narrative:
Investigation results: no abnormality was found in the product manufacturing process; all the test results were within the requirements of the product specifications. Since the defective samples were not received for inspection and analysis, and the exact location and condition of the leakage cannot be identified, the root cause of the leakage cannot be determined. The factory will continuously track and analyze such complaints.

Event description:
No additional information.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked with power injector the patient returned to the hospital for a follow-up examination on the morning of (B)(6) 2025. Medical orders were issued for a contrast-enhanced CT scan of the entire abdomen, and the patient proceeded to the radiology department. Radiology nurse successfully performed venous puncture and withdrew the needle core. She then observed continuous bleeding from the tail end of the indwelling needle. She immediately clamped the needle to stop the bleeding and attempted to seal the tail end with a heparin cap. However, the cap did not fit securely, preventing high-pressure injection. Consequently, she had to remove the indwelling needle and reinsert it. Throughout the process, the nurse explained the situation to the patient and provided reassurance. Both the patient and family expressed understanding. The nurse instructed that the cause be investigated to prevent recurrence. Feedback was promptly provided to the supplier for verification and root cause analysis. This incident involved one patient who required repeated puncture.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.